Manufacturer narrative:
This event was originally classified as a reportable malfunction, as the initial complaint indicated that the tip was out of alignment with the orientation line. However, the investigation found that the tip was in fact correctly aligned with the orientation line, and it was the luer that was misaligned with the tip. The alignment of the luer with the tip is not critical; it is intended for convenience and is not intended as a locator. Based on the investigation, this event is no longer classified as reportable and this medwatch report is void.

Manufacturer narrative:
There was no patient involvement. The investigation is ongoing. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Photos received are sufficient.

Event description:
Sorin group received a report that the vent luer connector and the tip of the aortic arch cannula were found to not on the same plane during setup. They were at 120 degrees instead of 180 degrees. There was no patient involvement.